Event description:
A customer reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. The issue was resolved by changing the infusion set and cartridge, with the customer resuming insulin.